Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefor,e a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75% stenosed target lesion was located in the non calcified and moderately tortuous mid left anterior descending artery. Pre-dilation was performed with an unspecified 1.5x15mm balloon. The 2.25x24mm promus element plus drug-eluting stent was advanced into the patient, but was unable to cross the lesion. Upon removal, it was noted that the struts on the distal end of the stent were lifted. The procedure was not completed due to device availability. There were no patient complications reported and the patient's status is good.